Manufacturer narrative:
No device deficiency was reported. Phrenic nerve damage leading to diaphragmatic paralysis is a known potential adverse event documented in product labeling. There is no additional information for this adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
During the ablation of the patient's rspv on (B)(6) 2018, slight elevation of the diaphragm was observed. All pvs were successfully isolated while the diaphragmatic elevation showed no improvement. The patient was discharged from the hospital on (B)(6) 2018 with the diaphragmatic elevation still not improved. The patient is to be monitored in her next hospital visit.